Manufacturer narrative:
The device, along with the user-provided vest and hose, was returned and evaluated. Functional testing, including external surface temperature measurement, was conducted with the user-supplied components. The evaluation confirmed that the maximum external surface temperature remained within established safety thresholds as defined by iec 60601-1 medical electrical equipment part 1: general requirements for basic safety and essential performance. The reported overheating condition could not be duplicated during testing.

Event description:
The manufacturer received a user complaint alleging the device overheated, causing the tubing and metal coupling to become hot and resulting in a blister on the user's abdomen.